Event description:
The customer obtained biased results on quality control fluids. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose patient results to be reported. There was no report of patient harm as a result of this event.